Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.

Event description:
A female patient reported she experienced an "eye infection" following the use of complete moistureplus. She reported that in 2006, she experienced redness and an ocular discharge. She saw her eye care professional and was treated with "drops" (she could not remember the name). When her symptoms abated she resumed lens wear and after a period of time (not stated how long), the symptoms would began again. The cycle repeated 2-3 times. Recently, she went to an emergency room where she received zymar (gatifloxacin) and another medicine which caused "the eye membrane to rupture". Her symptoms resolved and she resumed lens wear. At that time, she discarded her most recent unit of complete moistureplus and began to use a hydrogen peroxide system for disinfection. She indicated she subsequently used complete moistureplus weekly, because "I like the way it makes my lenses feel". The patient was unsure what kind of contact lenses she wore. Further information was requested, but not received. Root cause is unknown.